Event description:
It was reported that a small volume intermate was found to have particulate matter in its balloon. This was noted after filling with tobramycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured october 9, 2014 - october 14, 2014. The device was received for evaluation. Visual inspection revealed a white particle approximately 1.47 mm in length, floating in the fluid of the bladder. Fourier transform infrared spectroscopy revealed that the particle was made of acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.